Event description:
In 2020, I was experiencing a number of symptoms that included gastrointestinal issues, brain fog, vertigo, tinnitus, intermittent pain in both breasts where my implants were. As the progressed, so did my symptoms. I saw a multitude doctors along with other specialists but they could not find anything wrong with me. My gastroenterologist ran every test he knew of and again everything came back normal. By 2021, I was barely able to eat anything and when I did I experienced severe diarrhea and vomiting. I found a functional medicine doctor who took all kinds of blood work and labs to test my levels, my thyroid, my gut inflammation, sibo, etc. The inflammation in my gut was off the charts, I tested positive for sibo, my thyroid was off, fatty liver, very low levels of b12 and vitamin d. We worked on calming my gut with specific supplements and diet, increased my vitamins, etc. The next few months after this, I felt like I was going to pass out on a daily basis, had numbness in my hands and feet, severe fatigue, if I was able to do any exercise I ended up with severe joint pain for days, headaches, severe thirst, dry red eyes, tested positive for activated epstein barr virus, coughing on a daily basis, continued pain in both breasts where the implants were, body rash, etc. I was rushed to the ER multiple times for severe pain around my spleen and liver and uncontrollable vomiting & one time for severe chest pain. Everything came back normal per the tests they did. On one visit, doctors were so baffled, they said we can't find anything but some bacteria so we will treat you for a uti. I had my breast implants - mentor smooth saline under muscles for 15 years. Looking back I had episodes of gut inflammation, gall bladder removal (didn't show anything wrong on any test or scan but when taken out it was full of bacteria), vertigo, blood clot under my right arm pit, bouts of depression, anxiety, suicidal thoughts that I never had my entire life before implants. Total number of symptoms - 35 breast implant illness symptoms. I contacted my plastic surgeons office who put the implants in and they confirmed I had bii and needed to have the implants and all of the scar tissue removed immediately. I am now 10 months post explant and 27 of my 35 symptoms have disappeared. I have the labs to prove it too. No longer have thyroid issues, gut inflammation is healing, no sibo, liver is improving, b12 and vitamin d levels are normal, no numbness in my hands or feet, no anxiety or depression or suicidal thoughts, no pain in breasts except healing from surgery, no dry mouth or dry eyes, my eye sight has actually improved per my last optometrist appointment in (B)(6) 2022, no extreme fatigue, able to walk and work out without pain, no days of being bed ridden for weeks at a time, no brain fog, rash is gone, etc. I'm thankful my doctor believes in bii. But, I do believe all of the toxins and chemicals that have slowly leaked into my system over the 15 years from the implants encasing which is made from silicone contributed to the majority if not all of my symptoms. I had them for 15 years which is past the 10 year manufacturer warranty but I had symptoms that I didn't realize were related to the implants two years after I got them put in, and as the years progressed so did my symptoms. Per my doctor who I have been working with since (B)(6) of 2021, dr. (B)(6), she has all of my labs prior to and after explant showing the change in levels. Sibo test, stool sample tests were all done through (B)(6) diagnostics and I also had a nutreval test done 6 months post explant through (B)(6) diagnostics for nutritional information (bio markers), imbalances for functional categories such as malabsorption, vitamin markers, etc., tested urine, plasma, whole blood count etc. FDA safety report ID # (B)(4).